Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had disengaged seal. As stated, the device hook was being used and when introduced through the reducer cap it popped the opaque seal off and it fell on top of the 15 mm seal. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted that the flip top seals were cut and disengaged. The circular seals, trocars, cannulas and envelope seals appeared intact. The devices were received with the obturator inserted into the cannula, prolonged insertion can cause the envelope seal to become stretched. Pmv performed functional testing; the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut and disengaged flip top seals may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.